Event description:
It was reported that the programmer generated an error. Follow-up determined that this was right at start-up of the programmer and that the programmer was changed out. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer powered up to a 1102 error and therefore the xy board was replaced. Analysis also found that the bezel and the left keyboard hinge were broken and that the liquid crystal display was damaged. Product ID: 229047 software analyzer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer generated an error. Follow-up determined that this was right at start-up of the programmer and that the programmer was changed out. The programmer was returned for service. No patient complications have been reported as a result of this event.